Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery (plad) that was 100% stenosed. A 3.5x28mm xience sierra was implanted with no issues. After several minutes, intravascular ultrasound confirmed strong stent recoil. Additional dilatation with a balloon was performed several times to treat the recoil, but failed to treat it. A non-abbott stent was implanted to treat the recoil. There were no adverse patient effects and no clinically significant delay. No additional information was provided.